Manufacturer narrative:
The lead was returned due to patient deceased. As received, a partial lead was returned for analysis. Visual and x-ray inspection of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. No anomalies were found.

Event description:
Related manufacturer reference number:2017865-2023-93485. Related manufacturer reference number:2017865-2023-93486. It was reported that the patient has deceased. There is no known allegation from a health care professional that suggests that the death was device related. The cause of death was unknown. No additional information was reported.